Event description:
It was reported that (1) atb45 was used during a lap colectomy procedure. It was reported by the rep that the surgeon divided the sigmoid colon both proximally and distally. Upon inspection of the staple lines, it was discovered that all staple lines were gaping and not holding, thus open bowel lumen was present. The surgeon then oversewed all anastomoses to prevent future anastomotic leak at the primary anastomosis. There was no consequence to pt.